Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, inside a patient with a pre-existing mean gradient of 59 millimeters of mercury (mm hg), and an aortic valve area of 0.9 cm2, the valve was inspected prior to use under fluoroscopy. Frame node overlap between nodes 2 and 3 were observed, however, the load was deemed adequate. At 80% deployment, the valve dislodged. The valve was subsequently recaptured above the sinotubular junction (stj) and reinserted to the annular level. A second deployment attempt was performed. Subsequently, an infold was observed on fluoroscopy and confirmed on transesophageal echocardiogram (tee) at a target implant depth of 3 mm. The valve was recaptured and the system was withdrawn. Moderate aortic regurgitation of the patient's native valve was noted. A new valve was loaded into a new delivery catheter system (dcs) and deployed at a depth of 4 millimeter's (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). Subsequently, complete heart block (chb) was observed. A post-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon. The mean gradient following the implant of the second valve was 10 mmhg with mild paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
The event for devices serial number (B)(6) and lot number 0012205774 pertaining to the infold and dislodge were reported in regulatory report number 2025587-2024-04605. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first system did not cause or contribute to the chb. 1 day following the procedure, a permanent pacemaker was subsequently implanted. Per the physician, patient anatomy was not a contributing factor to the dislodge. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 2 millimeter¿s (mm). Additionally, it was noted that a medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant bav was performed due to an elevated mean gradient of approximately 15-19 mmhg.